Event description:
While attempting to remove the guidewire from the arrowgard, blue, mac, two-lumen, central venous access catheter, the guidewire began to uncoil. For fear that the remaining portion of the guidewire could potentially embolize, the entire device was removed with the guidewire remaining intact.